Manufacturer narrative:
Event date - date of publication year valid only. The procedural still images provided in the case study literature shows the narrowing of the lcx. The images do not provide any conclusion to the root cause of the reported event. (B)(4). Unruptured aneurysm of the left sinus of valsalva compressing the left main coronary artery.

Event description:
A journal article was reviewed that contained information regarding this integrity bare metal stent. The patient was hospitalized and a coronary angiography revealed proximal sub occlusion of the left circumflex artery (lcx) by extrinsic compression of the lsva. The patient had one integrity rx bare metal stent (4x18mm) implanted in the lcx. Following successful lcx-pci, chest symptoms disappeared and coronary computed tomography (CT) angiography confirmed the presence of the lsva. Four months postoperatively, the patient was readmitted with a 1-week history of exertional chest pain. The stent, previously deployed in the lcx, was occluded but the vessel was supported by the widely patent sv graft to the lcx. There were no additional clinical sequelae reported.